Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a completely black screen. The customer's blood glucose was 177 mg/dl. The customer stated that the device was exposed to extreme temperatures for an hour. The customer rested the insulin pump at room temperature for an hour but the display did not return. Later, the customer also stated that the insulin pump alarmed an error which they were able to clear after several attempts. The customer stated that they wanted to keep the device and continue using it. Nothing further was reported.